Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side exchange of textured devices due to patient's concern with product. Healthcare professional reported capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified the weight the device within specification and deformation. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported right side exchange of textured devices due to patient's concern with product. Healthcare professional reported capsular contracture, baker grade unknown. Device was explanted.